Event description:
It was reported that the patient is experiencing inflation issue with his inflatable penile prosthesis(ipp) device. The pump does not work. The patient may have a replacement of the entire device, depending on the surgical finding. A patient outcome of stable was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The following fields have been updated: adverse event/product problem (b1) outcomes attributed to adv event (b2) event description (b5) explant date (d6) type of reportable event(h1) impact codes (h6).

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) device after experiencing a pump malfunction and inflation issues. A patient outcome of stable was reported.